Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump displayed a shaft angle encoder fault during set up. The shaft angle encoder was replaced by the service representative. The system was flashed, a preventative maintenance performed and functional testing verified. The issue was resolved. No further investigation is required. No trend has been identified. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the s5 double head pump displayed an error message during set up. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) MFR the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump displayed an error message during set up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.